Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a tah procedure. Reportedly, the sutures broke while passing through tissue and while being tied. No pt injury has been reported.